Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe lower abdominal pain") and genital haemorrhage ("heavy bleeding") in a female patient who received essure for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient started essure. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and clinically significant/intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), menorrhagia ("prolonged menses"), dyspareunia ("pain during intercourse") and vaginal discharge ("irregular vaginal discharge"). The patient was treated with surgery (essure removal and hysterectomy on (B)(6) 2016). On (B)(6) 2016, the patient experienced procedural pain ("painful post-operative recovery"). Essure was withdrawn. At the time of the report, the abdominal pain lower, genital haemorrhage, dysmenorrhoea, menorrhagia, dyspareunia, vaginal discharge and procedural pain outcome was unknown. The reporter considered abdominal pain lower, genital haemorrhage, dysmenorrhoea, menorrhagia, dyspareunia, vaginal discharge and procedural pain to be related to essure. The reporter commented: following the implant she began experiencing symptoms. Since having the surgery her symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): on (B)(6) 2014: hysterosalpingogram result was full occlusion of fallopian tubes. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and following the implant, began experiencing severe lower abdominal pain and heavy bleeding (interpreted as genital bleeding). Essure was removed approximately 2 years after insertion. These events are anticipated in the reference safety information for essure. Abdominal pain and genital bleeding in women may have multiple causes. In the present case, no information regarding consumer´s medical history or concurrent conditions was provided. Given the nature of the reported events, compatible temporal relationship, and lack of alternative explanation, causality with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since device removal was required. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe lower abdominal pain") and genital haemorrhage ("heavy bleeding") in a 27-year-old female patient who had essure (batch no. B82477) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for prevent pregnancy: depo provera. Concurrent conditions included cervical spinal stenosis and degenerative disc disease. Concomitant products included doxycycline, metronidazole (flagyl) and oral contraceptive nos. On (B)(6) 2014, the patient had essure inserted. In july 2014, the patient experienced vaginal discharge ("irregular vaginal discharge / vaginal discharge") and pelvic pain ("pain"). In (B)(6) 2014, the patient experienced dysmenorrhoea ("severe menstrual pain / dysmenorrhea (cramping)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2015, the patient experienced dyspareunia ("pain during intercourse/ dyspareunia (painful sexual intercourse)"). In (B)(6) 2016, the patient experienced uterine prolapse ("prolapsed uterus"). On (B)(6) 2016, 2 years 3 months after insertion of essure, the patient experienced procedural pain ("painful post-operative recovery"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("prolonged menses / abnormal bleeding (menorrhagia)") and abdominal pain ("abdominal pain"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower, genital haemorrhage and procedural pain outcome was unknown and the dysmenorrhoea, menorrhagia, dyspareunia, vaginal discharge, vaginal haemorrhage, pelvic pain, uterine prolapse and abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, procedural pain, uterine prolapse, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: following the implant she began experiencing symptoms. Since having the surgery her symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: full occlusion of fallopian tubes essure noted to be placed correctly on (B)(6) 2014 , (B)(6) 2016 and (B)(6) 2015. Most recent follow-up information incorporated above includes: on 28-feb-2018: events- "abnormal bleeding (vaginal), pain, prolapsed uterus, abdominal pain", lot numner, concomittant and historical condition, concomittant and historical drug added from pfs. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe lower abdominal pain") and genital haemorrhage ("heavy bleeding") in a 27-year-old female patient who had essure (batch no. B82477) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for prevent pregnancy: depo provera. Concurrent conditions included cervical spinal stenosis, degenerative disc disease, septoplasty since (B)(6) 2014, nausea, uterine prolapse and dermatitis. Concomitant products included doxycycline, metronidazole (flagyl) and oral contraceptive nos. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced vaginal discharge ("irregular vaginal discharge / vaginal discharge") and pelvic pain ("pain"). In (B)(6) 2014, the patient experienced dysmenorrhoea ("severe menstrual pain / dysmenorrhea (cramping)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2015, the patient experienced dyspareunia ("pain during intercourse/ dyspareunia (painful sexual intercourse)"). In (B)(6) 2016, the patient experienced uterine prolapse ("prolapsed uterus"). On (B)(6) 2016, 2 years 3 months after insertion of essure, the patient experienced procedural pain ("painful post-operative recovery"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("prolonged menses / abnormal bleeding (menorrhagia)") and abdominal pain ("abdominal pain"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower, genital haemorrhage and procedural pain outcome was unknown and the dysmenorrhoea, menorrhagia, dyspareunia, vaginal discharge, vaginal haemorrhage, pelvic pain, uterine prolapse and abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, procedural pain, uterine prolapse, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: following the implant she began experiencing symptoms. Since having the surgery her symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: full occlusion of fallopian tubes essure noted to be placed correctly on (B)(6) 2014 , (B)(6) 2016 and (B)(6) 2015. (B)(6) 2014 procedure-laproscopic tubal ligation pre and post diagnosis-sterilization essure indication-effective sterilization. Procedure: the ostia were seen. The essure was placed on both sides, with 1 coil seen bilaterally without difficulty. On (B)(6) 2014, hysterosalpingogram revealed normal opacification of the endometrial cavity. No filling defects to suggest polyp. The essure catheters were noted in the area of the fallopian tubes. No contrast was seen around the essure catheters consistent with successful sterilization. On (B)(6) 2016, uterus: visualized measuring 5.1 centimeters x 3.1 centimeters x 4.3 centimeters volume= 35 cc, retroflexed appearance: no anomalies observed echogenicity: no anomalies observed. Right ovary: appears normal 3.4 x 1.9 x 2.1cm left ovary: appears normal 2.8 x 1.8 x 2cm. Essure confirmation ultrasound was done. On (B)(6) 2016, cervictis with focal squamous metaplasia and nabothian cysts. Endometrium mild chronic endometrium with focal sloughing in a background of proli ferati ve phase. Myometrium: no pathological diagnosis fallopian tube, bilateral: acute chronic salpingitis ( presence of essure devices). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: as a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Most recent follow-up information incorporated above includes: on 2-mar-2017: quality-safety evaluation of ptc was received. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and following the implant, began experiencing severe lower abdominal pain and heavy bleeding (interpreted as genital bleeding). Essure was removed approximately 2 years after insertion. These events are anticipated in the reference safety information for essure. Abdominal pain and genital bleeding in women may have multiple causes. In the present case, no information regarding consumer´s medical history or concurrent conditions was provided. Given the nature of the reported events, compatible temporal relationship, and lack of alternative explanation, causality with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since device removal was required. The product technical analysis concluded, as a product quality defect could not be confirmed but is considered plausible, that a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.